Manufacturer narrative:
Concomitant medical products: product ID 8598a serial# (B)(4) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type catheter pro duct ID 8598a serial# (B)(4) implanted: (B)(6) 2022 . Other relevant device(s) are: product ID: 8598a, serial/lot #:(B)(4), ubd: 12-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a healthcare professional (hcp) and manufacturer representative (rep) regarding a patient receiving fentanyl (18.8 mcg/ml, 12.496 mcg/day), dilaudid (2.5 mg/ml, 1.6617 mg/day), marcaine (0.2 mg/ml, 0.13294 mg/day), and ketamine (2.5 mg/ml, 1.6617 mg/day) via an implantable pump for non-malignant pain. It was reported the patient has not had pain relief since they got the pump in (B)(6) 2020. In (B)(6) 2022, there was a catheter migration and the hcp replaced the intrathecal end of the catheter on (B)(6) 2022. Since that time, the patient still was getting no relief with the pump. Pump logs show no alarms, volume discrepancies and the catheter was intrathecal. Further diagnostics were discussed. The issue has not been resolved.